Event description:
It was reported that the sales representative checked catalog number and expiration date with scrub tech to make sure it was a 32mm head. Scrub tech handed implant to surgeon and surgeon advised it was not a 32mm head. Sales rep double checked implant and confirmed that product inside package was a 26mm +8 head.